Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.217" x 0.247" in size. Clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure the customer opened up a permanent cautery hook (pch) instrument from peel pack and scrub nurse noticed the yellow cover at the hinge of the hook was peeling away from the hook. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and gathered the following information: the issue was identified in the operating room prior to use on the patient. The procedure was completed robotically. The issue was resolved by using a back-up instrument. No fragment fell inside the patient, the instrument was not used on a patient.